Manufacturer narrative:
The oxygen bottle holder is mounted to the litter on this model stretcher. There is a cut-out on the stretcher base to allow for clearance of the oxygen bottle holder when the stretcher is put into low position. There is a "no oxygen bottle" label on this cut-out to avoid interference. The user facility placed an oxygen bottle in this cut-out and when the stretcher was lowered, created an interference with the hydraulic release pedal which resulted in the inability to raise the stretcher. This is a case of the user facility not following the product labeling and instructions for use.

Event description:
It was reported the stretcher was stuck in a low height position. No adverse consequences reported.